Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units automatic inflation failed. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) the machine found that the automatic inflation failed, and later inspection found that there was a problem with the driving valve group and the positive and negative pressure filters. He replaced drive manifold, muffler, muffler micron. After the replacement, the equipment passed all the performance and safety index tests specified by the factory. The equipment has been delivered to the customer and is ready for clinical use

Event description:
N/a.